Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) exhibited a potential setscrew issue when the pacing lead was inserted. The insulation bunched up near the connector entrance, preventing the connector pin from reaching all the way in. The set screw appeared to be slightly lowered and the connector pin was getting caught before reaching the electrode section. The lead was also noted to exhibited high thresholds. The ipg was not used and replaced. The lead remains in use. No patient complications have been reported as a result of this event.